Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope and low heart rate confirmed by palpation. Possible atrial tachycardia/atrial fibrillation episodes prematurely terminated at times, when atrial event occurs in blanking. The right atrial (ra) lead was removed and replaced. No further patient complications have been reported as a result of this event.